Event description:
It was reported that sixteen days following a pci/stenting treatment procedure, the patient was readmitted to the hospital for stent thrombosis and sub acute closure of the liberte bare monorail 24/2.50mm stent, resulting in a myocardial infarction. Additional information has been requested regarding this event.